Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The root cause could not be determined. This device was used during the same procedure as the device referenced in MFR. Report # 2032493-2020-00089.

Event description:
It was reported that treatment was performed on a left, bi-lobed carotid t aneurysm using a kissing balloon technique with a scepter xc balloon and another company's balloon. The trackability of the scepter balloon over the traxcess guide wire around vessel curves was poor and there was a lot of friction. During manipulation of the devices, a distal vessel perforation occurred in the pericallosal artery. Bleeding was controlled by an inflation with the other company's balloon. The patient still has a slight hemiparesis that is improving and a weakness of "a branch" of the mouth. The patient is recovering slowly and plans were being made to discharge the patient from the hospital.

Manufacturer narrative:
One CT 3d reconstruction image and one CT image of the brain was provided and reviewed by mv's product safety physician. The CT image demonstrates what appears to be accumulation of blood in a manner that is consistent with the pericallosal artery perforation described in the complaint. The CT 3d vessel reconstructed image shows a bi-lobed aneurysm at the carotid t. Both of these images are consistent with the complaint. Review of the device history record and shipping inspection report of the involved product/lot# combination confirmed that no deviation nonconformity related to the event was found.